Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-00625. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within 30 days upon receipt.

Event description:
The target lesion was located in the distal left anterior descending and the 2nd diagonal branch. The distal lad was de-novo, concentric and bifurcated. Aha/acc classification of the vessel was type c. The lesion length was 28mm and vessel diameter was 3.0mm. The 2nd diagonal was de-novo and concentric. Aha/acc classification of the vessel was type b1. The lesion length was 18mm and vessel diameter was 2.5mm. For the 2nd diagonal, pre-dilatation was conducted with a 2.75x9mm balloon. A 2.5x18mm cypher stent was implanted in the 2nd diagonal. Post-dilatation was conducted with a 1.5x15mm balloon. Ivus was not conducted. The residual % of stenosis was 25%. Timi flow before the procedure was 3 and 3 after the procedure. For the distal lad, pre-dilatation was conducted with a 3.0x20mm balloon. A 3.0x28mm cypher was implanted in the distal lad. Post-dilatation was conducted with a 3.0x20mm balloon. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Almost three years later, the pt complained of chest pain and came to the hospital. Cag was conducted and thrombus was observed in the cypher stents. To treat the thrombus, balloon angioplasty was conducted with a 3.0x10mm hiryu balloon at 22 atm for 60 secs 10 times.